Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the hub was easy detached which caused the black port to fall off and leakage occurred during use. The catheter was replaced.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and snaplock adapter with no relevant findings. The customer reported the hub easily detached and caused the block port to fall off and leakage to occur during use. The customer returned one sealed catheter epidural wire guide device which contained one snaplock adapter and one epidural catheter with thread assist. No actual complaint sample was received. According the customer, the returned sealed pouch is from the same lot # as reported on the complaint. The returned components were visually examined with and without magnification. The snaplock adapter appears typical with no defects or anomalies observed. The catheter appears typical with no defects or anomalies observed. Dimensional inspection of the returned snaplock adapter revealed the gap between the housing and collar when the snaplock adapter was fully closed after the spo test was performed was 1.1mm (0.044") (pin gauge c05157); which exceeds the 0.5mm specification of remaining closed for 72hrs per mrq-000017, rev 7, section 7.7. CAPA was initiated to investigate similar complaints (spo test failures) and corrective actions in (B)(6) 2014. The CAPA was closed in (B)(6) 2017 with a new design implemented for the snaplock adapter. The reported complaint of the snaplock adapter becoming easily detached was confirmed based on the sample received. The actual complaint sample was not returned; only a representative sample was received. However, the returned snaplock adapter failed to meet specification for the spontaneous partial opening (spo) test. Therefore, the potential cause of this complaint is manufacturing related. (B)(4) was initiated to investigate similar spo test failures and determine corrective actions. The CAPA implemented a new design for the snaplock adapter.

Event description:
It was reported that the hub was easy detached which caused the black port to fall off and leakage occurred during use. The catheter was replaced.